Event description:
It was reported by the patients spouse that the patient experienced ventricular tachycardia (vt) and had passed away. The implantable pulse generator (ipg) was explanted. No further information could be obtained after multiple follow-up attempts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.